Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that the patient came to the hospital yesterday to report that on the previous two days he had noticed a significant/major worsening of the spasms, less than 50 % therapy relief, increasing spasticity, sweating (diaphoresis) and elevation of blood pressure/hypertension (measured at home 240x150 mmhg). It was reported that the location of the symptoms were the device pocket and the entire body. He reported that he heard an alarm ringing every hour that only after 48h acknowledged as coming from the implanted device. It was reported that telemetry was made yesterday morning and they recovered the following information. On (B)(6) 2019 at 00:36 a motor stall occurred, on (B)(6) 2019 at 19:37 a motor stall recovered occurred, on (B)(6) 2019 at 05:09 a motor stall occurred, and on (B)(6) 2019 a stopped pump period exceed tube set message occurred. It was reported that they verified that there was drug in the reservoir and the pump was successfully restarted after command, but the motor stall warning was present in all subsequent readings. The patient improved his symptoms and was instructed about baclofen and benzodiazepine by mouth if he heard the alarm sounded. Today, patient contact us again informing that the pump alarm occurred again and will be under observation in our intensive care unit (ICU). It was further reported that the patient was under observation in the ICU and been in the ICU for two days. The environmental/external/patient factors that may have led or contributed to the issue was normal use. The diagnostics/troubleshooting performed was pump longs analysis and that the pump will be substituted. The interventions/actions taken included pump logs analysis and reservoir analysis and that the emergency procedure will be carried out. It was reported that the issue was not resolved at the time of this report. The patient status at the time of the report was alive-no injury. It was reported the product was available to be picked up by the representative. No further complications were reported and/or anticipated.

Event description:
Additional information was received. It was reported that the pump will not be returned as they don't have the invoice to collect and the customer discarded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial MDR was filed as MFR. Report # 3007566237.  Additional review showed the correct manufacturing site was site # 3004209178. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was no relevant medical history. It was reported that the pump was explanted on (B)(6) 2019. The concentration of the baclofen being used in the pump was 2,000 mcg/ml and the daily dose as 1,265 mcg/day. It was noted that the basal rate was 52.7 mcg/hour, without bolus. It was asked to confirm if there was early depletion or it they were just noting that the motor stall made the device be explanted sooner than anticipated and it was reported that it was unable to be determined. It was reported that the patient's symptoms have been resolved. No further complications were reported and/or anticipated.